Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a low battery message while performing pacing on a patient. There was no reported adverse patient impact.